Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21143. Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 to implant a new lead. The reported leads remain implanted. Effective therapy was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21143. It was reported the patient ((B)(6)) experienced ineffective stimulation. A diagnostic system check indicated normal impedances. Reprogramming was unsuccessful in restoring left arm stimulation using tonic and burst modes. Additionally, the patient experienced a tingling sensation in burst mode on increasing stimulation. The patient also stated experiencing positional stimulation. Surgical intervention will take place to address the issue.